Event description:
A malfunction was reported by the caller regarding the pump. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support in resetting the pump, and after resetting, the malfunction did not recur. Customer was advised to continue using the pump and to contact technical support if any malfunction code appears again.